Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced diabetic ketoacidosis and insulin pump was doing under delivery. The customer¿s blood glucose level was 270 mg/dl, 200 mg/dl, 250 mg/dl. Customer was declined to troubleshooting. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.